Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 11k with supplementary information number of ¿29¿. (M-bc manufacture date: jan 29, 2021). The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the cutting wire and the coated portion was measured. The distal side of the coated portion was missing approximately 5.5-8.5 mm. Other abnormalities that could lead to the reported phenomenon were not confirmed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. This product does not have an output on/off function. Therefore, the output will not be activated when the foot pedal is not pressed. Due to mishandling the foot pedal, an electric current possibly flowed through the cutting wire. A likely mechanism causing the cutting wire to emit smoke, and missing the coated portion of the wire might be the following: since the coated portion of the wire was torn and everted due to the reason described below, the wire exposed partially. When the output was activated, an electric current leaked from the exposed wire, and the wire became hot. Due to the situation stated above ¿2¿, everted coated portion of the wire melted by heat and emitted smoke. The above device handling has warned in the instruction manual. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed distributor that during an anspesified procedure before clinical use of the subject device, when the subject device inserted it into the endoscope with the electric knife cable connected, smoke came out from the wire part. The user facility stated that the smoke came out with no particular foot pedal being pressed. The intended procedure was completed with another device. There was no report of patient injury associated with the event.